Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stuck in the rewind screen. The customer's blood glucose value was 350 mg/dl. The customer treated high blood glucose with manual injection. Customer states they are stuck in rewind complete or bolus delivery loop and did not receive 2nd series of beeps nor did numbers appear on the screen. The customer declined troubleshooting for high blood glucose value. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime/fill anomaly noted during test. (B)(4).